Event description:
It was reported, through a voluntary medwatch report, that during an unknown procedure a piece fell off the device. The blade was missing a serrated white piece on upper movable piece.

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: the patient did not have any adverse outcomes as a result of the ace failure. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 12/9/2022. D4 batch #: u95u7e. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the tissue pad detached and not returned, but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. In addition the blade was damaged. The device was connected to a test handpiece and a gen11, and the device did activate during functional testing. The device was disassembled to inspect the internal components and no heat damage associated with the reported issue was found. The harmonic device produces heat in order to cut and coagulate tissue. Activating the blade against the pad without tissue present is the main factor in increased or elevated device temperature. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in the removal of the pad during use. If the device is activated across a clip, staple line, or other metal in the jaws, the blade could get damaged, subsequent activations may increase the severity of the blade damage. Once minor blade damage has occurred can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. Blood and tissue buildup between the blade and shaft may result in abnormally high temperatures at the distal end of the shaft. To prevent burn injury, remove any visible tissue buildup at the distal end of the shaft. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 11/18/2022. D4 batch #: u95u7e. See medwatch # (B)(4). Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Manufacturer narrative:
(B)(4). Date sent: 2/7/2023 this is an analysis of a set of images submitted for evaluation. Image1: the image provided by the customer shows a har instrument. The batch and serial can be observed as (B)(6). Image 2: the image provided by the customer is that of the distal jaw of what appears to be a har instrument. A closer look at the clamp arm interface shows the tissue pad detached. Image 3: the image provided by the customer is that of the distal jaw of what appears to be a har instrument. A closer look at the clamp arm interface shows no apparent damage. Image 4: the image provided by the customer shows a packaging tyvek. Image 5: the image provided by the customer is that of the distal jaw of what appears to be a harhd instrument. A closer look at the clamp arm interface shows the tissue pad detached. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in the removal of the pad during use. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4) date sent: 11/4/2022 d4 batch #: u95w7e investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the har36 device was returned with the tissue pad detached and not returned, but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. In addition the blade was damaged. The device was connected to a test handpiece and a gen11, and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in the removal of the pad during use. If the device is activated across a clip, staple line, or other metal in the jaws, the blade could get damaged, subsequent activations may increase the severity of the blade damage. Once minor blade damage has occurred can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.